Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by tandem technical support to perform a system check and no issues were identified. Customer replaced pump supplies and resume insulin therapy.